Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. There are a total of 4 device reports associated with this pt event. The add'l info received indicates that the pt experienced a sudden cardiac event and expired, this event is being represented by this MFR report number 1225714-2014-01057 and associated MFR report number 1225714-2014-01058. Please note the other associated MFR report number 1225714-2014-01059 and 1225714-2014-01060) capture the cardiovascular event (serious injury).

Event description:
Add'l info received alleged that the pt experienced a sudden cardiac event. It was further alleged the event was caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with MDR # 1225714-2014-01057, 01058, 01059 and 01060.

Manufacturer narrative:
Missing info.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated MDR# 1225714-2014-01057.